Event description:
It was reported that the subject device displayed a frozen image resulting in a delay of 30 minutes or greater, while patient under sedation. The event occurred during a therapeutic gastric sleeve procedure. The issue was no longer present when another scope was used. There were no reports of further patient harm. This report is being supplemented to correct b5, f10 and d10 (concomitant device) from clv-190 serial (B)(6) to cv-190 serial (B)(6).

Event description:
It was reported that the subject device displayed a frozen image resulting in a delay of 30 minutes or greater, while under sedation. The event occurred during a therapeutic gastric sleeve procedure. The issue was no longer present when another scope was used. There were no reports of further patient harm.

Event description:
This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success, thus an importer report no longer applies. Updated field: f10.